Manufacturer narrative:
(B)(4). Report of 12-lead ECG signal loss, only displaying lead v2. There was no report of negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
Report of 12-lead ECG signal loss, only displaying lead v2. There was no report of negative pt impact.